Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump kept alarming no delivery. The customer stated that he had changed the infusion set the night prior as well as changed the insertion site. However, the insulin pump continued to alarm no delivery after these two changes at different times. The customer's blood glucose was 445 mg/dl. The customer treated the high blood glucose with a manual injection. While troubleshooting, the customer removed the infusion set and confirmed having a bent cannula. The customer was advised the alarm could have been caused by the bent cannula. The customer attempted to deliver a bolus but received the alarm again. After using a new infusion set with the same reservoir and changing the insertion site location, the customer was able to deliver a bolus of 2 units successfully. The customer was advised that replacement supplies would be sent. The customer did not return the insulin pump for analysis.